Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a hardware low level failures alarm. The customer¿s blood glucose level was 214 mg/dl at the time of the incident. The customer reported unexplained high blood glucose on the insulin pump for the past 2 weeks. The customer was able to clear the alarm and was able to complete the insulin pump rewind. The customer mentioned that they always stayed on the 250 mg/dl range. It was reported that the insulin pump had a hardware low level failures alarm during the self test. The customer was advised to revert to the back-up plan as per the healthcare professional instructions. The device will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test and self test. However, pump error 63 alarm confirmed in the insulin pump history due to broken trace on keypad assembly.